Manufacturer narrative:
Correction: additional lot number (m015231).

Manufacturer narrative:
Additional lot numbers were reported (lot# m015896, (B)(4)). T:slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was not impacted by the cartridge alarm. However, it was reported that the customer's bg levels remained elevated (354 mg/dl) all day. During the call, the contact was able to load a new cartridge successfully, and indicated that the pump would be used to treat bg level. System check with tandem technical support indicated the pump was performing as intended; however, the customer uses apidra insulin in cartridge. Customer was reminded that apidra was not indicated for use with tandem products.